Event description:
A nc euphora balloon dilation catheter was being used to treat a lesion in the ramus. The device was inflated 8 times prior to stent implant. The balloon was then used to post dilate the stent. Five post dil were performed at 20 atms, 5 more at 24atm and 2 further post dils at 30 atms. The device passed through a previously deployed stent another stent was also deployed. It is reported that during removal of the device post balloon inflation the device got caught and part of device detached. Part of the balloon and one of the marker bands was left in the patients vessel. Multiple attempts were made to retrieve the detached portions but all were unsuccessful. The detached parts of the balloon were tacked to the vessel wall with a stent. The patient is fine post procedure. No pain during or after procedure. Device evaluation: the guidewire was locked in the device. A section of the inflation lumen proximal to the balloon bond appears to have been stretched; inflated and subsequently burst. The material is jagged and uneven along the detachment site. The balloon material, a section of the inner distal shaft and distal marker have detached. The inner shaft was stretched and jagged at the detachment site. Image review: images confirm the presence of what appears be the distal inner shaft marker in the vessel. This suggests that the balloon burst and the bunched material of the balloon caught in the deployed stent resulting in detachment of a portion of the shaft, distal marker band and tip material. The vessel appears partially occluded as a result of the material being in the vessel. The detached material was crushed with a stent in the vessel. Flow to the distal vessel was restored post additional stenting.

Manufacturer narrative:
Results: balloon/balloon bond material may have ruptured/snagged on deployed stent, deformation problem balloon; shaft.

Manufacturer narrative:
Evaluation results -failure to follow instructions (balloon inflated past recommended rated burst pressure). Related to operational context (detachment most likely procedural related). Results - related to operational context (detachment most likely procedural related). User error contributed to event (balloon inflated past recommended rated burst pressure) (B)(4).